Event description:
This is a report of a patient who received a set of flexicaps in a case labeled for minicaps. The labeling error was identified prior to use and a new set of supplies were delivered to the patient. There was no patient involvement, injury, medical intervention, or adverse event included in the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.